Event description:
A patient recently diagnosed with promyelocytic leukemia presented to outpatient surgery to have port catheter inserted under fluoroscopy and bone marrow aspiration. A port catheter ii was inserted into the right subclavian vein. Significant ectopy was noted when positioning the patient for the bone marrow aspiration. A chest x-ray indicated the tip of the catheter was in the right atrium. This catheter was removed and replaced with another catheter cut at the appropriate length with fluoroscopy confirmation of placement. There was no evidence of ectopy after this was done. The patient was having an echocardiogram for evaluation of cardiac function prior to chemotherapy. During the echo a catheter was observed in the right ventricle extending into the apex that did not appear to communicate with the port catheter. The patient was taken to the cardiac cath lab for successful retrieval of plastic catheter approximately 6 inches in length from the radius/right ventricle using biopsy forceps and than an "egg beater" type snare in the right iliac vein. All pieces were removed. A subsequent fluoroscopy demonstrated no pieces left behind and the port catheter appeared to be in normal position. The surgeon who placed the port identified the retrieved object as the introducer sheath.